Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and while inserting the sheath into the dilator, the tip of the dilator was found to be crushed. The tip was not rubbery or rough. There were no lifted electrodes or exposed internal components. The medical team replaced the sheath with another new one and the procedure was continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual inspection of the returned sample revealed evidence of damage in the tip of the dilator. Broken marks were observed. During the analysis, no other issues or damage were found in the dilator or sheath. Device history record was performed for the finished device number lot 00002424 and no internal action related to the complaint was found during the review. Since broken marks were found on the tip of the device, the dilator broken issue reported by the customer was confirmed. The potential cause of the damage observed can not be determined, it could be related to the manipulation of the device during the insertion into the vizigo sheath; however, this can not be conclusively determined. The instructions for use (IFU) contain the following recommendations: during insertion over the guidewire, use caution not to create excessive bends in this device. This may inhibit the advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and while inserting the sheath into the dilator, the tip of the dilator was found to be crushed. The tip was not rubbery or rough. There were no lifted electrodes or exposed internal components. The medical team replaced the sheath with another new one and the procedure was continued. No patient consequences were reported.

Manufacturer narrative:
On (B)(6) 2024, the product investigation was completed as the device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 00002424 and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).